Manufacturer narrative:
The sling was received on (B)(4) on (B)(4) 2013 and we confirmed that the sling was not made to the correct specifications. The custom sling was not checked appropriately by qc to ensure the sling was the correct length. A second inspector has been added to our sewing operation. Also we are in the process of upgrading our inspection methods with more checks and visual aids to assist the inspectors.

Event description:
The client fell through the sling (it was made smaller) but no injuries occurred to the patient. The custom sling (hammock quilted) was not made per the specifications requested by the customer. The bottom padded piece of the sling was produced inverted. The requested total length was 36" but the sling produced was 33". The commode opening was smaller than requested.